Event description:
Pt reported obtaining back-to-back blood glucose results of 315 mg/dl, 205 mg/dl, and 158 mg/dl on the advantage system. Pt indicated that the therapy was not modified based on these values. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. At the time of the report, pt no longer had the test strips that produced the discrepant results.